Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown date in (B)(6) 2016. Implanted on an unknown date in (B)(6) 2016. The fragment was removed on an unknown date in (B)(6) 2016. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a total knee arthroplasty in which no complications were reported; however, post-operative radiographs showed a small metal fragment of unknown origin in the patient. The patient was not reported to have experienced any adverse effects. The fragment was removed approximately four months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The metal fragment was returned back to us for evaluation. Sem analysis performed on the metal fragment determined that the fragment was consistent with 400 series stainless steel which is used for cutting instruments. However it is unknown which implant or instrument the metal fragment fell from. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.